Event description:
A ventilator was returned to the manufacturer¿s product investigation laboratory for investigation due to the ventilator¿s flow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulate. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer¿s product investigation laboratory for investigation due to the ventilator¿s flow was weak. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, the foam in the area of the blower inlet had pulled away from the adhesive. There was no evidence of loose foam particulate. The manufacturer¿s investigation is ongoing. A follow up report will be filed when the investigation is complete. The device's air inlet path assembly needs to be replaced to address the issue. The device¿s need to be scrapped.